Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (280 mg/dl). Customer stated the cause for their elevated bg's was unknown. Customer delivered manual injections to bring bg levels back to target range. Recommendation was made to discuss diabetes management with customer's health care professional.